Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a 30mmx20mm stone was grasped using the trapezoid rx lithotripter compatible basket. An attempt was made to crush the stone using the alliance ii handle, but the stone would not crush and the pull wire broke. Additionally, the tip of the basket did not detach properly. The stone was removed from the basket by moving the pull wire back and forth. The procedure was completed with an enbd tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the sub assembly wire basket had been removed from the coil and handle assemblies. The basket wires were even and not deformed. The pull wire sheath was torn and peeled. The guidewire lumen (side-car) presented push-back and was slightly damaged. The device was disassembled and it was noticed that the pullwire was fractured near the handle cannula. The both fractured ends of the pull wire were necked down and fractured indicating that the wire had most likely sheared apart while undergoing tensile force. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The condition of the returned incident device was consistent with the complaint that the wire broke and the tip wouldn't detach. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance and causing the observed damages. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The patient ID, age, and weight are unknown. However, patient reported to be over 18 years old. Concomitant medical product - olympus (B)(4) duodenoscope. Device (B)(4) relates to (B)(4) for the reported event of tip won't detach. Device (B)(4) relates to (B)(4) for the reported event of wire break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a 30mmx20mm stone was grasped using the trapezoid rx lithotripter compatible basket. An attempt was made to crush the stone using the alliance ii handle, but the stone would not crush and the pull wire broke. Additionally, the tip of the basket did not detach properly. The stone was removed from the basket by moving the pull wire back and forth. The procedure was completed with an enbd tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.